Event description:
It was reported that a telemetry, communications anomaly was observed. The patient was unable to pair or synch newly received home transmitter by the device clinic personnel. On (B)(6) 2022, the patient¿s device was interrogated. A merlin.net enabled session record was requested to rule out any issue with the device¿s rf chip. Once the session record was sent and reviewed a cyber security update was proceeded. Upon completion of this update rf telemetry was reenabled. There were no patient consequences.